Event description:
It was reported that the user experienced persistent post-meal hyperglycemia documented at 400 mg/dl while using the ilet, with the system delivering correction doses for multiple hours without glucose improvement until after an infusion set change and relocation to a new site; tubing was inspected and no discrepancies were found. Customer care provided troubleshooting support, assessment of supplies and education on factors that can affect insulin absorption such as scar tissue. Investigation of this case revealed no device malfunction and raised the possibility of site-related absorption variability as a contributing factor to the elevated glucose. Symptoms included high blood glucose confirmed by fingerstick with associated dry mouth reported. Outcomes included glucose recovery to range without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.